Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a laparoscopic hernia repair in 2011 and mesh was implanted. Additionally, the patient had sepramesh ip implanted on a later unknown date. It was reported by the patient that they are currently experiencing a feeling of something moving or catching inside when bending down. The patient also experienced severe crippling pain, recurrent hernia, difficulty walking, washing, getting dressed and cooking and flu symptoms that include feeling poisoned, swollen glands, and severe night sweats. The patient can no longer be intimate due to pain. The patient was provided with morphine and has undergone pain management. The patient is requesting that a surgeon re-operate to remove the original mesh. Additional information was requested.

Manufacturer narrative:
(B)(4). The patient has recently had a pet CT scan, which she believes has not shown a mesh infection. Alas, she is still suffering from severe body aches, to the extent that she is struggling to walk and having to crawl up the stairs, her night sweats are intolerable, she is still losing weight, and is still having the pain in her abdomen around the mesh site. The patient is due to see a surgeon on (B)(6), but believes he is not a specialist in the area. The patient reported that the surgeon said if the scan showed no infection, then he will still remove the mesh, but would prefer clinical proof. He also told the patient that mesh does shrink, hence why the patient has another hernia.

Manufacturer narrative:
It was reported that a patient underwent a laparoscopic hernia repair (B)(6) 2013 and onlay mesh was implanted followed by fleur-de-lys abdominoplasty. It was reported by the patient that they are currently experiencing a feeling of something moving or catching inside when bending down. The patient also experienced severe crippling pain, recurrent hernia, difficulty walking, washing, getting dressed and cooking and flu symptoms that include feeling poisoned, swollen glands, and severe night sweats. The patient can no longer be intimate due to pain. Recurrence of hernia was experience following swimming. On (B)(6) 2015, a CT scan revealed small fat hernia. The patient was provided with morphine and has undergone pain management. The current plan is to remove mesh and reconstruct abdominal wall. Awaiting pet scan to exclude mesh infection.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Patient codes: (B)(4) - surgical intervention device code: (B)(4) - undefined device problem additional information. Additional narrative: it was reported that the patient experienced symptoms of fatigue/lethargy following the surgery. It was reported that the patient underwent mesh removal surgery on (B)(6) 2017. No additional information was provided.